Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) was found to be fractured when getting the system ready for MRI therapy. There was a signal artifact monitoring episode recorded. The pacing impedances were above the normal limits. The patient will have a follow up with the physician. The ra lead and ICD remain in service. No adverse patient effects were reported.